Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer told them the implantable neurostimulator (ins) was explanted on (B)(6) 2015. A revision was going to take place but the physician decided that with the limited relief the consumer experienced from the device, it couldn't be improved by revising the lead. The consumer was doing fine after surgery and had no complications.

Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) reported via a manufacturer representative that a consumer was scheduled for a lead revision. The consumer had been reprogrammed previously at a follow-up visit with the hcp on (B)(6) 2015. Additional information received from the representative reported the consumer was receiving therapy in painful areas, but it was not helping with her pain. Prior to surgery, impedances were all within normal limits, and there was stimulation in the consumer's back and legs, but it was not helpful. During surgery, the hcp did not see anything wrong with the placement and felt that moving it would not improve the situation, so the hcp decided to remove the system since the stimulation was not relieving the consumer's pain. The consumer was doing fine post-op. Indication for use included spinal pain.

Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received from the consumer reported the spinal cord stimulator (scs) device never worked for them. The trial worked beautifully but the implant was never effective.